Manufacturer narrative:
All available information was investigated, and the reported issue of unintended movement associated with the sleeve steering issue was not confirmed via returned device analysis. The discrepancy between what was reported (sleeve steering issue as the clip delivery system (cds) steered in the wrong direction) and what was observed (no issues with the steering the sleeve) was likely due to varying amounts of tension felt by the device during the procedure and/or by the user versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported unintended movement (sleeve steering issues) cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the sleeve steering issue. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 3-4. The mitraclip delivery system (cds) was introduced into the steerable guide catheter and the devices were straddled. However, when steering down with the m-knob, the cds steered in the wrong direction. The user insisted the devices were keyed correctly and that the device was defective. The cds was removed and was replaced. One clip was implanted without further issue, reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.